Manufacturer narrative:
Com (B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed and passed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The complaint could not be replicated with the returned device. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) /2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.